Event description:
The customer alleged that the vent went "inop" while on the patient. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The cse replaced the p-sol as a precautonary measure. The unit passed extended self testing. There was no patient harm reported.